Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings and received a lost sensor alarm. The customer's blood glucose was 119 mg/dl and sensor glucose was 44 mg/dl at the time of incident when it triggered threshold suspend. The sensor will be returned for analysis.

Manufacturer narrative:
Evaluated one random opened/used enlite sensor and perform continuity resistance test; sensor passed per specifications and perform bicarbonate buffer test and sensor failed with high readings.